Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked. This was observed during use of the device for peritoneal dialysis therapy. The leak was identified at the tubing below the twist clamp. The leak was observed more when the twist clamp was opened; when twist clamp was closed, the patient did not see any leaks. The transfer set was in use for approximately three (3) months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.